Event description:
Caller reported that a pump malfunction occurred with no notable events preceding it. There was no adverse impact to the customer's blood glucose level. To address the issue, cts decided to replace the malfunctioning pump, which had shown the same issue multiple times in the past. The customer planned to use multiple daily injections as a backup therapy during the replacement process. The advised replacement pump had software not compatible with the current sensor, so the caller was instructed to consult their healthcare provider for a compatible sensor prescription.